Manufacturer narrative:
Compromised force sensor system alarm during prime/delivery test at 4 lbs. Due to faulty back pressure sensor (gold). Unable to perform occlusion and excessive no delivery tests due to compromised force sensor system alarm. Pump received with cracked reservoir tube lip, cracked battery tube threads.

Event description:
The customer's husband reported via phone call that the insulin pump had multiple no delivery alarms. Blood glucose level at the time of the incident was not provided. During troubleshooting, the caller was able to get insulin to exit the tubing and was advised that the alarm was caused by a site occlusion. The customer's husband was advised that the insulin pump would be replaced and agreed to return the device for analysis.